Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient reported a line block alarm during the night. According to person with diabetes (pwd), they received two line block alarms: the first was addressed by attempting to resolve the issue with the current cassette. Upon receiving the second alarm, the pwd performed a full set change. During the overnight set change, the pwd observed redness, swelling, and a lump at the infusion site. The pwd suspects this may have contributed to elevated blood glucose (bg) levels. The issue was resolved. The event occurred while in use with patient. The operator of the device was the lay user/patient. There was no patient injury.